Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient during rehabilitation operated with a battery and oxygen tank, a 980 ventilator indicated backup ventilation (buv) operation. The rehabilitation was stopped and the patient was moved back to bed. Reportedly, after switching power and oxygen, the safety valve open (svo) indication and alarm occurred. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and replaced the breath delivery (bd) power controller, the coin battery and an oxygen sensor. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.